Event description:
Pt seen for dressing change upon visiting pt found catheter without orange end unit protruding from pt's arm and disconnected. Pt states catheter "broke by itself while walking downstairs". Catheter removed intact. Pressure dressing applied.